Event description:
The generator was received and product analysis was performed. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring demonstrate the appropriate magnet current for the programmed settings. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
It was noted that the patient was seen in the hospital and had several seizures. The patient's mother noted that the magnet wasn't working and the patient was no longer feeling stimulation. The doctor reduced the vns settings to try to extend the battery life. The patient's generator was replaced. The explanted generator has not been received for analysis to date. No other relevant information has been received to date.